Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic-assisted hysterectomy laparoscopic procedure, at the beginning of the procedure during initial camera insertion, the arm cart assembly (aca) displayed an arm error and did not allow control of the arm. Recalibration was attempted multiple times and was unsuccessful, after which the arm powered off. The procedure was completed using the remaining three arms. There was no injury to the patient.

Event description:
It was reported that during a robotic-assisted hysterectomy laparoscopic procedure, at the beginning of the procedure during initial camera insertion, the arm cart assembly (aca) displayed an arm error and did not allow control of the arm. Recalibration was attempted multiple times and was unsuccessful, after which the arm powered off. The procedure was completed using the remaining three arms. There was no injury to the patient.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported arm cart assembly. Evaluation of the logs indicated that the arm cart assembly experienced a calibration failure associated with an error code which corresponds to force / torque values exceeding defined limits. The logs also showed another error code, indicating a fault condition associated with the arm cart. Additionally, the logs showed that the arm cart experienced a non-recoverable error due to a communication loss between the arm cart alarms handler and client, indicated by an error code, which recurred after restart and resulted in a calibration failure. An error code for 'loss of communication between tower power supply controller and arm cart 2' was noted, which triggered an error code for 'functional isolation: system fault response', and the arm cart shutdown. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to exceedance of the force / torque limits during calibration. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.